Event description:
It was reported that during a low anterior resection procedure, the tissue margin was very small and the surgeon used the device to separate the bowel. The device was fired and the distal portion of the stapleline was open. They spent an hour and a half to take down more bowel and used another like device to complete the case. There was no patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.